Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap nissen. According to the reporter: when device opened in abdomen, needle disengaged from the instrument. No tissue damage reported. Applied another device to finish the case.